Manufacturer narrative:
Document review: versafitcup cc highcross pe acetabular liner: ref. (B)(4) / lot 132704 ((B)(4) liners produced): all parameters were found to be in accordance with the specifications valid at the time of mfg. The (B)(4) liners belonging to this lot have been already sold without any similar event. Versafitcup cc trio no holes cup (k122911): ref. (B)(4) / lot 130021 ((B)(4) shells produced): all parameters were found to be in accordance with the specifications valid at the time of mfg. The (B)(4) cups belonging to this lot have already sold without any similar event. From the data collected, there are no evidences that the event is device related, but it is more likely due something wrong done by the surgeon during the surgery.

Event description:
Please refer importer report # (B)(4).